Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken knobs. No further information could be obtained. The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed customer comment(s). Upper case is broken around the menu and rate encoders. Both output connectors are broken. Hanger is broken. Printed circuit board (pcb) contaminated. Errors in log. Main pcb is out of specification (electrical). Encoder assembly is rusted (contamination). One missing knob. Three knobs rusted (contaminated). Lower case is contaminated. Main seal is contaminated. Display frame boss is stripped. Two case screws and hanger screw are contaminated. Both wires on the liquid crystal display (lcd) are pinched - not compromised. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.